Event description:
It was reported that, "during bha surgery for femoral neck fracture, the cement set too quickly. The setting time was approximately 7 minutes and 30 seconds. The mixing time was 1 minute and 30 seconds. After 3 minutes from starting to mix, the stem was placed to the femoral canal, however, the cement set too quickly. Thus, it could not be implanted to the intended place. The stem was higher position than the intended position, therefore, a femoral head with shorter neck than intended was used to adjust it. The reduction was completed and the pt was closed. The operating room temperature was at 25.5 degrees celsius, and the humidity was 35.5%. The cement was stored at the distributor at the room temp (exact temp unknown) for about 1 month. The cement had been stored at the hospital's refrigerator (4c) for a week and it was taken out 40 minutes prior to being used. The cement was mixed by acm (cat# 0306563000) with vacuum. No antibiotics or anything other was mixed with the cement. All the polymer and all the monomer was mixed. No saline or blood, etc., entered to the cement while mixing.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).